Manufacturer narrative:
Additional information : the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed according to product specifications. A functional test including pressure test and clear passage was performed with no leak noted. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink duo-vent continu-flo solution set came apart at one of the hubs. This issue was identified during infusion of norepinephrine bitartrate. There was no patient injury or medical intervention associated with this event. No additional information is available.